Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 24-aug-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for non-malignant pain. The reason for call was that they had a total hip replacement around (B)(6) 2026, and the anesthesiologist was hammering on the titanium tubing to move it away from their spine so that the needle could reach to put the medicine in to knock them out for the surgery. Pt said that the healthcare provider (hcp) closed it and shut the pump off. Pt said that their hcp did not want to hook the pump back up, so the pump was not pumping. Pt said that they were taking oral medications now. Pt said that hcp put dye in the pump and hcp had a scope shaped like a "c" that went over their body and to their back. Pt was redirected to hcp to further discuss. Additional information was received from the healthcare provider (hcp). The hcp reported contradicting information from that reported from the patient and the pump was not turned off. Further additional information was received from the healthcare provider (hcp). It was reported that the patient went in on (B)(6) 2026 for a routine pump refill. The hcp reported that, based on telemetry, the volume to be removed should have been 7.5 ml but was 16.5 ml which signaled an issue with the pump or catheter. Subsequently, the hcp did a catheter dye study. During this dye study, aspiration was negative. Omnipaque was injected, the catheter was followed, and there was evidence of extravasation at the anchor point in the lumbar midline. The patient was prescribed fentanyl patches. Symptoms experienced included spasms, joint pain, and sleep issues. The hcp felt that the risk outweighed the potential benefit with regards to replacing the catheter. Further management would be determined after an upcoming epidural steroid injection.